Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer fell out from the device, hitting an undisclosed staff member. Customer stated that the affected staff member was being evaluated. The extent of the injury was unknown at the time of the report. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and replaced the affected drawer. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis medstation es system drawer fell out from the device, hitting an undisclosed staff member. Customer stated that the affected staff member was being evaluated. The extent of the injury was unknown at the time of the report.

Event description:
Customer reported that a pyxis medstation es system drawer fell out from the device, hitting an undisclosed staff member. Customer stated that the affected staff member was being evaluated. The extent of the injury was unknown at the time of the report.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, b1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2021 to 21- apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a pyxis medstation es system was drawer fallout and got detached from the machine. A field service engineer swapped and replaced with new full-height enhanced drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.